Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 29 may 2020.

Event description:
It was reported that the ventilator's touch panel was not working. There was no patient involvement. The service engineer (se) inspected the device. The se found the touch screen was not working. The se replaced the touchscreen to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.